Event description:
Healthcare professional reported left side implant exchange with no complaint against the device. Healthcare professional later reported "hole, non-specific" observed during surgery. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. All required information is received, or due diligence has been performed and no further information is available. The reason for reoperation is: contralateral side deflation. Device evaluation: visual analysis of the returned device identified: an opening on radius. Per ae term code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.